Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction: lot number - changed from 30222k1 to 30212j1. Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. Analysis of the returned device revealed that the whole monofilament was exposed at the anterior foot pocket. The needle tip was attached to the rail end and engaged to the posterior cuff. Both cuffs were attached to the link and based on the analysis of the returned device, an anterior cuff miss occurred. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an unspecified procedure. Reportedly, "suture had been released before deployment was complete". Hemostasis was achieved using an unspecified vessel closure device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.